Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission revealed the ventricular lead exhibited intermittent undersensing. The patient presented in clinic and the device was reprogrammed. No patient symptoms were reported.